Manufacturer narrative:
(B)(4)

Event description:
It was reported during placement of the lv lead, the patient experienced decreased blood pressure while the physician was attempting to cannulate the cs with another manufacturer's guide catheters. Per the physician, ultrasound and fluoroscopy for additional complications were negative. As a result, the lv lead was not implanted. The patient was stable after the procedure.